Event description:
Per the clinic, the patient experienced no sound with implanted device during activation and the electrode was partly in cochlea with remaining portion through the cochlea near carotid artery. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.